Event description:
A power source alert was reported for the pump, labeled as alert 07. Despite this alert, the customer's blood glucose level was not adversely impacted, as the pump did not shut down or become unable to restart. The customer resolved the issue by successfully recharging the pump using the original charging supplies without further assistance required.